Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was likely impacted by the progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included cad, chf nyha class iii, hld, htn, and obesity. The explanted valve was not returned for evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that this patient with a 21mm pericardial aortic valve was explanted after implant duration of approximately four (4) years due to moderate aortic stenosis. The explanted pre-existing aortic valve was replaced with a 21mm edwards pericardial aortic valve. The patient also had a redo mvr. Per the medical records, a transverse aortotomy was performed. One of the bioprosthetic valve leaflets was calcified and stiff. There appeared to be moderate prosthetic aortic stenosis. The aortic valve was explanted and the annulus was debrided. The mitral valve leaflets were calcified. One of the leaflets was severely calcified. The mitral valve was explanted and the annulus was debrided. The posterior mitral valve remnant was excised. The cords were very thickened and they were excised down to the papillary muscles. Pledgeted sutures were placed around the mitral valve annulus in a horizontal mattress fashion with the pledgets in a subannular position. A non-edwards 27mm porcine valve was placed in the mitral valve annulus and secured in placed with the cor-knot device. There was good coaptation and movement of all leaflets. The aortic incision was carried into the annulus and an aortic root enlargement was performed. A 14mm hema carotid patch was placed in the aortic valve annulus and secured in place with a suture. Pledgeted sutures were then placed around the aortic valve annulus in a horizontal mattress fashion with the pledgets in a sub annular position. A 21mm edwards pericardial aortic valve was placed in the aortic valve annulus and secured in place with the cor-knot device. The valve was properly positioned and both coronary ostia were visualized and were patent. Rewarming of the patient was initiated and she was slowly weaned off cardiopulmonary bypass. Intraoperative transesophageal echocardiography showed properly positioned and functioning aortic and mitral valves without any paravalvular or central leaks. The mean mitral valve gradient was only 2mmhg and the mean aortic transvalvular gradient was 11mmhg. There were no apparent complications. The patient tolerated the procedure well and left the operating room in guarded condition. The patient was discharged home on pod #6 in good and stable condition.